Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the external surgeon monitor cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for evaluation. Testing found that a pin on the cable was bent. Additionally a pin was missing from the unit. It was noted that the cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the surgeon monitor cart cable had multiple pins that were visibly bent. It was noted that the lemo connector of the cable would not fully seat in the respective port. This resulted in the monitor of the navigation system having a green hue and the touchscreen of the monitor not being functional. There was no patient present when this issue was identified. No additional information was provided.